Event description:
It was reported to boston scientific corporation, in 2006 that a maxforce high performance balloon dilatation catheter was used during an esophageal dilatation procedure in a male patient (age & weight unknown) the same day. According to the complainant, "the balloon popped." No patient complications were reported as a result of this issue.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; therefore, the cause of the reported malfunction is undetermined.